Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated during a scheduled device check. The device had stored atrial episodes; the device had been programmed to 0% atrial episode storage and the guidant representative was attempting to program atrial storage to 20%. A guidant technical services consultant discussed that the behavior seen was consistent with the latching failure and recommended immediate device replacement. There were no patient symptoms reported with this clinical observation.